Event description:
It has been reported that an nrg transseptal needle was selected for use for an unknown procedure. During the procedure, the user mentioned that the needle tip broke inside of the sheath. It has been further mentioned that the needle tip broke/detached into 2 separate pieces. No damage was noted on the device or packaging prior to use and the needle was not manually re-shaped. The device was then replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.